Event description:
It was reported that a male born in (B)(6) was in the cath lab with cardiogenic shock on catecholamines. An intra-aortic balloon (iab) was prepped well. During the catheter insertion, the iab got stuck in the super arrow-flex (saf) sheath. The physician removed the catheter and saf sheath together. He successfully placed another iab over the spring wire guide (swg). There was no patient death, injuries or complications noted. No medical/surgical intervention was required. The patient outcome is listed as "ok."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.